Event description:
When we connected the cryo catheter, we kept getting the error message that the catheter was not recognized. We changed the cable, cryo box and console before opening another catheter.